Event description:
MFR received a report from user facility that a recliner's back support had released spontaneously, changing pt's position. As a result of this incident, the pt's arm was caught under the chair's armrest and the pt sustained a laceration which required debridement and treatment with antibiotics.